Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the review of the black box showed no evidence of power loss or rebooting. The battery compartment was cracked with evidence of moisture on the positive battery terminal. Pump cover was removed and moisture damage was found on u10 (voltage regulator). A 24 hour duration test failed due to cs88 alarm due to internal moisture in the battery compartment. A leak test failed due to a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.